Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). An explant procedure was scheduled for (B)(6) 2021. The patient did not experience any complications related to the event.

Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results, boston scientific concluded that there were no irregularities that would affect the functionality of the device; therefore, the reported allegations could not be confirmed. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The cuff was visually inspected, microscopically examined, and tested for leaks; however, no damage, abnormality or leaks were identified on the component. The balloon component was also visually inspected, microscopically examined, and tested for leaks; however, no damage, abnormality or leaks were identified. The pump was also visually inspected, microscopically examined, and tested for leaks; however, no damage, abnormality or leaks were identified. The pump passed functional testing and performed within product specifications. Product analysis did not reveal any damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). An explant procedure was scheduled and performed. Despite good faith efforts no additional information was provided regarding the intervention. The patient did not experience any complications related to the event.